Event description:
It was reported that the new ilet pump user experienced post-meal hyperglycemia recorded at 319 mg/dl without device alerts while using the ilet system on day one; troubleshooting with customer care confirmed insulin delivery functionality, including intact infusion site, correctly connected tubing, observable drops during fill tubing, and education was provided that the ilet is conservative with early meal and correction dosing during its learning period. The user's report was reviewed and blood glucose returned to range. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with expected early adaptive behavior of the automated insulin dosing algorithm. No clinical symptoms associated with elevated blood glucose reported. Outcomes included glucose returning to range without hospitalization or additional intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.